Manufacturer narrative:
A manufacturer rep went to the site to test the system. It was found that the fiber optic cable fell out of the detector. Found broken retaining clip on the connector. Swapped fiber cables and tested. System is now fully functional. Performed six 3d scans, multiple 2d shots, and multiple reboots without issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is not booting. There was no patient.